Event description:
It was reported that the lead exhibited a decrease in r-wave amplitudes. The lead was explanted and replaced. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Analysis was normal. No anomaly was found.